Event description:
It was reported that the restraint straps were missing from the stair chair. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.